Event description:
Guide wire did not go through the tip of the balloon. Obstruction - did not penetrate more than 2 cm. Used same guidewire on next (new) 50 cc balloon with no trouble. There were difficulties encountered during insertion, but not during pumping. Pump alarm did not sound. There was no blood seen in the catheter tubing. There were no pt injury or death resulting from the event. The pt eventually passed away.

Manufacturer narrative:
The product was not returned for eval. A review of the device history does not indicate any lot specific issues. (B)(4).